Event description:
Further information received indicated that when an attempt to interrogate the device, an error message appeared due to a corrupted egm. After clearing the egm, the device successfully interrogated.

Event description:
It was reported that the device could not be interrogated. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.